Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which could explain the problem present whilst implanted. Based on the measurements performed in the field and the device available for investigation, it can be assumed that the reported problem was most likely due to reference electrode embedded in the bone. The reference electrode was severed during the explantation and was not received for investigation. This is a final report.

Event description:
An obvious decline in the patient's hearing performance was noticed on (B)(6) 2014. A history of head trauma was denied. Problems of external devices were excluded.

Manufacturer narrative:
UDI code not available for device. The device was explanted and returned to medel headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.